Event description:
On (B)(6), the distributor reported that there were air bubbles inside the cartridge and infusion set after filling the cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4).the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/02/2012-device evaluation: eight cartridges were returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was performed on the cartridges and no air bubbles were formed inside the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was opened and no contamination found inside the cartridge compartment or in the internal compartments of the pump.